Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 103-113mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 136mg/dl and 136mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: test over two hundred. Customer states that over the last two weeks his results are higher than his normal. Customer has had an increase in his medication.